Event description:
It was reported by the patient that the pod's glue was causing them to have an allergic reaction while wearing the pod for an unknown amount of time. It was mentioned that the patient has scars on arms, stomach and legs where the tube was torn out of the insert area. The site would have blisters, swelling, intense itching and burning and then the cannula would pop out.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the scar. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.